Event description:
While the patient was repositioned after laying on affected side, a small "pop" sound was heard and the main clear tubing pulled away at the hub from the white chest tubing. The patient-side tubing was clamped with hemostats and the ICU team was notified. The fuhrman pleural pigtail catheter placed to drain a left pleural effusion appeared to have separated at the hub and resulted in a pneumothorax. Manufacturer response (as per reporter) for pleural drainage catheter, fuhrman pleural drainage set.the return of the device was requested for their assessment. No other reports on this lot # had been received by company.

Event description:
While the patient was repositioned after laying on affected side, a small "pop" sound was heard and the main clear tubing pulled away at the hub from the white chest tubing. The patient-side tubing was clamped with hemostats and the ICU team was notified. The fuhrman pleural pigtail catheter placed to drain a left pleural effusion appeared to have separated at the hub and resulted in a pneumothorax. Manufacturer response (as per reporter) for pleural drainage catheter, fuhrman pleural drainage set.the return of the device was requested for their assessment. No other reports on this lot # had been received by company.